Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 18f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, the guidewire was unable to be inserted more than 3cm into the sheath of the prostyle. The sutures of two new prostyle devices were successfully pre-placed. The sheath was not upsized, and the transcatheter aortic valve implantation procedure was completed. Hemostasis was achieved with the successfully pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guide wire was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty inserting the guide wire was concluded to be related to a potential product quality issue due to an observed misplacement of the seal valve. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.